Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: noisy image was due to the short circuit of image sensor cable at the distal end. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a noisy image was displayed during set up for inspection for an unspecified procedure involving an olympus flex deflectable videoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.